Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/23/2013 with the following findings:the keypad cover was found to be peeling on the left side from the up arrow to the down arrow buttons. During testing, the up arrow, down arrow and ok buttons were intermittently unresponsive; the contrast button responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that for the past year the ok keypad button was intermittently unresponsive and required multiple presses to elicit a response. The reporter noted that the display screen had moisture behind it after the pump was exposed to water yesterday. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.